Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of an amia cassette. This occurred during dwell four of five of peritoneal dialysis therapy. The patient was connected at the time of the event. It was further reported that there is an air bubble in the line with solution. The patient stated there were air bubbles in the heater line. Renal therapy services (rts) advised the patient to end therapy. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.